Event description:
It was reported that bd bactec¿ mgit¿ 960 system two occurrences of ast results displayed incorrect showing resistance sensitivity. No patient impact was reported. The following information was provided by the initial reporter: customer confirmed 2 occurrences of ast results displaying incorrectly (showing resistance sensitivity to the same antibiotics in all samples). No patient impact reported. The customer reported that the equipment froze and did not turn on shortly after releasing the wrong results.

Manufacturer narrative:
H6: investigation summary: catalog # 445870, mg1670: the customer reported that the mgit equipment stopped working (froze) and several tests gave conflicting resistance sensitivity results before the equipment had the current problem. No patient impact was reported. The field service engineer went on site and discovered that the problem was due to a software initialization error due to switch 4 maintenance issues. The switch was cycled a few times, which improved the contact, and the instrument restarted without errors. As such, being the result of poor maintenance, this is an unconfirmed failure of a bd product. The root cause of the complaint could not be determined. There were no samples for review in relation to this complaint, as the failure mode was for the instrument freezing and providing conflicting results. A service history review was performed for the instrument and while there were no recent additional work orders were observed for the exact complaint failure mode reported, a previous service call for the instrument stopping to work indicated the cause as the instrument was dusty after renovations. A general cleaning and maintenance of the instrument was required to put it in working condition. Review of the device history record for instrument s/n mg1670 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with computer peripheral communication issues related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system two occurrences of ast results displayed incorrect showing resistance/ sensitivity. No patient impact was reported. The following information was provided by the initial reporter: customer confirmed 2 occurrences of ast results displaying incorrectly (showing resistance/sensitivity to the same antibiotics in all samples). No patient impact reported. The customer reported that the equipment froze and did not turn on shortly after releasing the wrong results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 system, there was one incorrect ast result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd bactec¿ mgit¿ 960 system, there was one incorrect ast result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.